Manufacturer narrative:
The returned device was evaluated and the fluid was observed above the plunger in the reservoir indicating there is an inadequate o-ring. This inadequacy causes fluid to be diverted from the fluid path and directly affects the delivery of insulin. This inadequacy can be confirmed as the cause of the reported failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was placed.